Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician felt the patients implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachy cardia pacing (atp) therapy for what the physician defined to be atrial fibrillation (af) with rapid ventricular response (rvr). The device was reprogrammed. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.